Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Event description:
This procedure was performed in (B)(6).the customer reported that during the procedure, at initial deployment, the physician felt stiffness, like the stent was jamming. The stent had &quot;jumped&quot; into the terminal aorta cca 2-3cm. The situation was resoved with operational intervention by a surgeon and the stent partly stayed in the subcutaneous. After removal of the stent a bypass of the vessel was performed.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.